Event description:
It was reported that the patient underwent revision surgery on the left knee, approximately two years and nine months post implantation due to unknown reason. An inlay replacement was performed. During explanation of the existing inlay, unusual macroscopic craterlike abrasion defects were visible on the inlay. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) d10: 154722, oxf uni tib tray sz c lm PMA, lot 6844411, 166942, oxford uni twin-peg femoral md, lot j7009914, unknown cement, lot unknown. G2: foreign - event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.